Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump insulin pump under delivering insulin due to damage retainer ring. The customer stated that the plastic retainer ring where the reservoir went in was broke but reservoir was able to lock in place. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.